Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Corrected: event/problem description, brand name, common device name, catalog #/lot #, explant date, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Event description:
Litigation papers allege on or about (B)(6) 2008 to present, patient suffered the following personal and economic injuries as a result of the implantation with the asr hip implant: pain and discomfort in her right hip causing potential unnecessary and additional surgeries, diminution in earning capacity, lost wages, medical monitoring expenses, emotional distress, loss of enjoyment of life, metallosis exposure and other injuries presently undiagnosed. The patient could not have known that she was injured by excessive levels of chromium and cobalt until after the date she had her blood drawn and she was advised o the results of said blood-work. Patient has not yet scheduled an explantation of the asr hip implant. Update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised due to pain and metallosis.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege on or about (B)(6) 2008 to present, pt suffered the following personal and economic injuries as a result of the implantation with the asr hip implant: pain and discomfort in her right hip causing potential unnecessary and add'l surgeries, diminution in earning capacity, lost wages, medical monitoring expenses, emotional distress, loss of enjoyment of life, metallosis exposure and other injuries presently undiagnosed. The pt could not have known that she was injured by excessive levels of chromium and cobalt until after the date she had her blood drawn and she was advised of the results of said blood-work. Pt has not yet scheduled an explantation of the asr hip implant.